Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision surgery due to a non-union of the mid-shaft humerus. During the procedure the 9 hole 4.5mm narrow locking compression plate (lcp) and all of its eight (8) 4.5mm cortical screws were explanted. Also removed during the procedure was the 2.7mm 8 hole straight locking compression plate (lcp) and all of its six (6) 2.7mm cortical screws. It is unknown what device was the patient revised to after the original implants were removed. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This is report 3 of 6 for (B)(4). This complaint is linked to (B)(4) for the remainder of the affected devices. This report is for one (1) unknown cortex screw.